Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported by the sales rep that during a ladg, the reported linear cutter cartridge could not be loaded into the proper position of the jaws at the 3rd firing though the device functioned as intended until the 2nd firing. The device was used with a blue cartridge at the 1st firing on the duodenum and a gold cartridge at the 2nd firing on the gastric body. Another device was used to complete the case. There were no adverse consequences to the patient. After the operation, it was confirmed that the cartridge pan came off and it was left in the jaw after the 2nd firing when the cartridge was removed.

Manufacturer narrative:
(B)(4). Additional information: the analysis results that one pse60a device was returned with no visual non-conformances and with two ecr60d cartridge reloads present. Cartridge (b) k5e41r, was received fully fired, and with the cartridge pan dislodged. In addition, the cartridge pan was found lodged inside the channel. Cartridge (c) k5e41r was received fully fired, and in good condition. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload (b), it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The test cartridge was installed and removed without any anomalies.